Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hypoglycemia after attempting a supply change on the ilet, during which the user performed a fill cannula step, paused delivery, initiated a rewind, and partially filled tubing while the infusion set remained connected to the body. The user later acknowledged overfilling the cartridge and pushing insulin into the body. Symptoms included sweating. Outcomes included an urgent low glucose alert, a documented nadir of 40 mg/dl, approximately 90 minutes of out-of-range glucose, and recovery with oral carbohydrates without outside assistance or medical intervention. Investigation included review of device logs and user interview, as well as troubleshooting and education. Investigation of this case revealed that the infusion set and cartridge change were performed while connected, resulting in unintended insulin delivery through the tubing. It was concluded that user handling during infusion set and cartridge replacement caused hypoglycemia, and additional user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.